Manufacturer narrative:
Pending evaluation of returned device.

Event description:
Per follow-up, patient medical notes were received from the physician's office. Patient indicated that they were overdosed during a prior pump fill and "almost died."

Manufacturer narrative:
Additional information: g1 (second address). Corrected information: h3, h6 device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any nonconformances, issues or capas associated with pump function. Additional physical investigation was performed on the device, confirming the alleged issue. Operation of the pump reservoir function was checked by filling the reservoir with 20ml of sterile water for injection and allowing the reservoir's pressure to return the fluid into the syringe. The reservoir was filled and the cap was flushed with 5ml of swi. A demand bolus of 0.300mg with a 1.00mg/ml concentration over 16 minutes was programmed with a programmer. Fluid droplets were observed at the tip of the stem indicating proper priming of the pump. The pump was programmed with a 1.994 mg daily dose multi-rate flow test over a 24- hour time period at 37 degrees for one day. The dispensed volume was 0% of the expected. The catheter access port and suture ring were removed and the pump was decontaminated a second time. The "pull open/hold open" currents were measured and the results showed that the current required to pull open both the inlet and outlet valves exceeded the design specification for the valve. Internal complaint number: (B)(4).

Manufacturer narrative:
Corrected data : patient's pump remains implanted and therefore, was not returned for additional evaluation or investigation. Follow-up information was not obtained despite several attempts. A definitive root cause for the alleged underinfusion volume discrepancies observed could not be confirmed. A supplemental MDR will be submitted if additional information becomes available. Internal complaint # - complaint- (B)(4).

Event description:
Prometra ii pump was reported with a volume discrepancy- underinfusion. (B)(6) 2019: during a refill a volume discrepancy was observed. Expected: 9ml, actual: 16ml. It was reported that the patient has had no recent MRI exposure and also reports the patient has a history of falls and that they "fall all the time". (B)(6) 2019: additional information was provided. The physician does not believe the patient's falls are correlated with the volume discrepancy. In addition, the physician does not believe the patient's nausea is related to pump therapy. Patient has recently started chemotherapy. (B)(6) 2020: rn contacted to report that the patient has switched over to their practice from other dr's practice. She reports that the patient was inherited in (B)(6) 2019. Rn reports that she assisted with an MRI for this patient in december, in which the following volume discrepancy was observed. Expected volume: 14 mls. Returned: 18 mls. From there, rn reports they increased the patient's daily dose. Later on 2020, rn reports that she they the patient again for another MRI, in which another volume discrepancy was observed: expected volume: 7 mls. Returned volume: 18 mls. Patient does not have a ptc and that any other information was not known since the patient was recently inherited. The catheter is a flowonix catheter and programming of this pump was with a v2.00.30 programmer. Rn will be monitoring the patient for additional discrepancies and is going to conduct a cap study. (B)(6) 2020: rn contacted to provide additional information. She reports that in (B)(6) (prior to the physician inheriting the patient), the patient suddenly collapsed and a defibrillator was used on them. Rn is requesting the hospital notes for the specific amount of joules the defibrillator was using. Rn reported that she thinks the defibrillator could have "fried" the pump. (B)(6) 2020: call received in response to follow up, stating that the patient did not fall. The patient had a cardiac event. They have not received the medical records from the ER yet but when they do, the records will be forwarded. States that the patient cardiac event was reported to be caused by overdose of pain medication. It is unknown if this was due to a pump delivery problem or if the patient was taking additional medications. The event occurred prior to the patient changing physicians and is now being seen by current physician. Since the switch, the pump has under infused the patient. Patient has complained of increased discomfort and lack of pain relief. The pump no longer has medication in it and the patient's pain is being managed by other means. The patient has an appointment with the surgeon on (B)(6) 2020 for a pre-explant assessment. Patient will receive a medtronic's pump as a replacement. (B)(6) 2020: rn informed that they had removed the drug out of the pump. Per the last inquiry of the pump, rn did not do a refill, but based on calculations, the numbers were accurate. Pump has not yet been explanted.

Manufacturer narrative:
Explant was reported. Pending device return for further analysis. Internal complaint # - complaint- (B)(4).

Event description:
Prometra ii pump was reported with a volume discrepancy- underinfusion. (B)(6) 2019: during a refill a volume discrepancy was observed. Expected: 9ml, actual: 16ml. It was reported that the patient has had no recent MRI exposure and also reports the patient has a history of falls and that they "fall all the time". (B)(6) 2019: additional information was provided. The physician does not believe the patient's falls are correlated with the volume discrepancy. In addition, the physician does not believe the patient's nausea is related to pump therapy. Patient has recently started chemotherapy. (B)(6) 2020: rn contacted to report that the patient has switched over to their practice from other dr's practice. She reports that the patient was inherited in december 2019. Rn reports that she assisted with an MRI for this patient in december, in which the following volume discrepancy was observed: expected volume: 14 mls, returned: 18 mls. From there, rn reports they increased the patient's daily dose. Later on (B)(6) 2020, rn reports that she they the patient again for another MRI, in which another volume discrepancy was observed: expected volume: 7 mls, returned volume: 18 mls. Patient does not have a ptc and that any other information was not known since the patient was recently inherited. The catheter is a flowonix catheter and programming of this pump was with a v2.00.30 programmer. Rn will be monitoring the patient for additional discrepancies and is going to conduct a cap study. (B)(6) 2020: rn contacted to provide additional information. She reports that in january (prior to the physician inheriting the patient), the patient suddenly collapsed and a defibrillator was used on them. Rn is requesting the hospital notes for the specific amount of joules the defibrillator was using. Rn reported that she thinks the defibrillator could have "fried" the pump. (B)(6) 2020: call received in response to follow up, stating that the patient did not fall. The patient had a cardiac event. They have not received the medical records from the ER yet but when they do, the records will be forwarded. States that the patient cardiac event was reported to be caused by overdose of pain medication. It is unknown if this was due to a pump delivery problem or if the patient was taking additional medications. The event occurred prior to the patient changing physicians and is now being seen by current physician. Since the switch, the pump has under infused the patient. Patient has complained of increased discomfort and lack of pain relief. The pump no longer has medication in it and the patient's pain is being managed by other means. The patient has an appointment with the surgeon on (B)(6) 2020 for a pre-explant assessment. Patient will receive a medtronic's pump as a replacement. (B)(6) 2020: rn informed that they had removed the drug out of the pump. Per the last inquiry of the pump, rn did not do a refill, but based on calculations, the numbers were accurate. 6/16/2020: doctor's office was contacted. And confirmed that the patient was explanted on (B)(6) 2020. Pump was replaced with a medtronic pump. Patient is currently doing well and is responding well to therapy.

Manufacturer narrative:
A review of the DHR, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. A further follow up is being performed with the physician's office. Internal complaint # (B)(4).

Event description:
Prometra ii pump was reported with a volume discrepancy- underinfusion . (B)(6) 2019: during a refill a volume discrepancy was observed- expected: 9ml actual: 16ml it was reported that the patient has had no recent MRI exposure and also reports the patient has a history of falls and that she "falls all the time". 11/8/19: additional information was provided. The physician does not believe the patient's falls are correlated with the volume discrepancy. In addition, the physician does not believe the patient's nausea is related to pump therapy. (B)(6) 2020: rn contacted to report that the patient has switched over to their practice from other dr's practice. She reports that the patient was inherited in (B)(6) 2019. Rn reports that she assisted with an MRI for this patient in (B)(6), in which the following volume discrepancy was observed: expected volume: 14 mls. Returned: 18 mls. From there, she reports she increased the patient's daily dose. Later on (B)(6) 2020, she reports that she saw the patient again for another MRI, in which another volume discrepancy was observed: expected volume: 7 mls. Returned volume: 18 mls. Patient does not have a ptc and that any other information was not known since the patient was recently inherited. The catheter is a flowonix catheter and programming of this pump was with a v2.00.30 programmer. Patient will be monitor the patient for additional discrepancies and are going to conduct a cap study. 2/11/2020: rn contacted to provide additional information. She reports that in (B)(6) (prior to the physician inheriting the patient), the patient suddenly collapsed and a defibrillator was used on them. Rn is requesting the hospital notes for the specific amount of joules the defibrillator was using. Rn reported that she thinks the defibrillator could have "fried" the pump. 2/19/2020: call received in response to follow up, stating that the patient did not fall. The patient had a cardiac event. They have not received the medical records from the ER yet but when they do she will forward them. States that the patient cardiac event was reported to be caused by overdose of pain medication. It is unknown if this was due to a pump delivery problem or if the patient was taking additional medications. The event occurred prior to the patient changing physicians and is now being seen by current physician. Since the switch, the pump has under infused the patient. Patient has complained of increased discomfort and lack of pain relief. The pump no longer has medication in it and the patient's pain is being managed by other means. The patient has an appointment with the surgeon on (B)(6) 2020 for a pre-explant assessment. Patient will receive a medtronics pump as a replacement. 02/26/2020: rn informed that they had removed the drug out of the pump. Per the last inquiry of the pump, she did not do a refill, but based on calculations, the numbers were accurate. The pump will not be returned as it remains implanted. The pump is not being returned and no further information has been presented.